Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. In addition of the above evaluation, the device's parts were replaced in accordance with the maintenance procedure: trilogy kit, exhaust fan assembly, 43-micron filter. The device's surface of the keypad was observed to have peeled off. Therefore, the keypad was replaced. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning. The device's the software was uploaded.